Event description:
Drug/diluent: sensorcaine .25%; fill volume: 100 ml; flow rate: 2.0 ml/hr; procedure: meniscus repair; cathplace: superolateral aspect of the patella knee joint. A fast flow was reported. Start date/time of infusion: (B)(6) 2012 11:00 am, end date/time of infusion: (B)(6) 2012 9:20am. Pt woke at 6am on (B)(6) 2012 and noticed the ball was completely empty and there was fluid under his bandages. While removing the dressing the catheter may have been dislodged since the gauze was sticky with blood and the catheter was just hanging. The pt had not pulled or attempted to remove the catheter on his own. Pt contact: yes, no medical intervention, pt status is good.

Manufacturer narrative:
Method - sample has not yet been received, but was reported to be available. Result - without the actual product, an analysis cannot be conducted. Conclusion - the sample will be evaluated when received and a f/u report will be filed.